Event description:
It was reported that the asymptomatic patient presented to the clinic for normal follow up and the device was found in backup vvi mode. It was noted that the patient was undergoing radiation therapy. The device was reprogrammed and the patient was monitored. That patient has since ended radiation therapy and the device is functioning as programmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient presented for change- out due to normal eri. The device was again found to be in reset mode. The patient had stopped radiation therapy in march and the device was fine at a follow up in april. Hv therapy was able to be programmed off prior to explant.